Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and missing shell (around 0-25%). Weight measurement of the device identified device was underweight. Microscopic analysis was performed and identified broken shell with a sharp edge/localized stresses induced in posterior side, and non penetrating nicks. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was broken shell with a sharp edge/localized stresses induced assessed as surgical impact, and missing shell assessed as inconclusive. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.